Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device is reading in the wrong units of measure. Caller alleged that the performa meter reads in mmol/l, rather than mg/dl. Labeling on the meter indicates that readings should be in mg/dl. No actions taken based on device results.